Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 131 mg/dl during the phone call. The customer stated that she experienced high blood glucose levels for the past two weeks. Troubleshooting was not possible as the customer was taken off the insulin pump and the battery had been removed. The doctor did not want the customer to go back on insulin pump therapy until she received a replacement.

Manufacturer narrative:
The insulin pump passed the functional tests, including the prime, displacement, occlusion and excessive no delivery alarm tests.